Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia procedure, when the tacks were applied on the mesh, none of the tacks would stick on the mesh and would not penetrate. They fell in the abdominal cavity and was retrieved using a grasper. A different brand of tacker was used.